Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, this report described exposure to device contaminated with body fluid, occupational accidental needle stick, bleeding and needle cover defect with suspected device standard needles 27ga long in the 22-year-old female dental assistant. It was reported that the needle cap did not fit, it was very loose and even though a protector card was used and when cleaning the room after procedure, the dental assistant was unscrewing the needle from the syringe when the cap fell off and she stuck herself. The needle was recapped by hand. The needle was contaminated (dirty needlestick). The dental assistant washed her hands and was provided first-aid. The dental assistant and 69-year-old female patient both had to get bloodwork. The results of blood work of dental assistant were fine. The dental assistant was fine and the needle was not bent before the procedure. Quality issue regarding the cap can be considered as a potential root cause. However, it was also reported that the needle was recapped by hand so use error/abnormal use is also considered. Pending quality investigations, no conclusion can be made on the root cause. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the quality investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. Furthermore, tests (holding between cap and hub before use, functional testing) were carried out on the sofic retention samples in order to check the reported problem for the claimed batch. The defect is only observed when unscrewing the needle when the cartridge is present in the syringe. It occurs when a slight pulling force must be applied to the case and the clamping force of the case on the base is not sufficient. The clamping force is directly related to the outer diameter of the hub. A shrinkage phenomenon on the plastic material can lead to a reduction in the external diameter of the hub and thus reduce the clamping force and therefore insufficient holding between cap and hub. The detected issue of insufficient holding between cap and hub seems to be due to the nature of the polypropylene used (transparent hub), even though the root cause of the issue is not confirmed to date. In order to optimize the holding between cap and hub, we switched from transparent to opalescent needle in (B)(6) 2023. Use error/abnormal use excluded. The occurrence of the received complaints represents a very low amount of reporting (56 cases/19 252 total =0,0029) based on the performed investigation at this stage we evaluate the residual risk as acceptable. No quality defect (product design performance within specifications). Root cause : nature of the polypropylene used (transparent hub), even though the root cause of the issue is not confirmed to date (use error/abnormal use excluded) CAPA : change in propylene resin.

Event description:
Spontaneous report from the united states. Local reference: (B)(4) quality complaint was opened: references #nara.2024.097 and s-rec2024-0060. This initial serious case report was received on 09-apr-2024 from the dentist via dealer by email. Follow-up #1 was received on 19-apr-2024 via phone. Follow-up #2 was received on 23-apr-2024 from the dental office by email. All information was processed together. The report described exposure to device contaminated with body fluid, occupational accidental needle stick, bleeding and needle cover defect with suspected device standard needles 27ga long in the 22-year-old female dental assistant (who got the needlestick), with no medical history, during cleaning an operating room after a restoration procedure. No further information was available regarding the dental assistant. On 02-apr-2024, the needle cap did not fit, it was very loose and even though a protector card was used, it was very likely that the needle cap came off and the dental assistant poked her finger, causing her to bleed. When cleaning the room after procedure, the dental assistant was unscrewing the needle from the syringe when the cap fell off and she stuck herself. The needle was recapped by hand. The needle was contaminated (dirty needlestick). The dental assistant washed her hands and was provided first-aid. The dental assistant and 69-year-old female patient both had to get bloodwork. The results of blood work of dental assistant were fine. The dental assistant was fine and the needle was not bent before the procedure. Other information of product: batch: #f11636aa, expiry date: unknown. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Fu #1: additional information regarding the corrective treatment given to dental assistant after needle stick. Fu #2: video clip received from the dental office, which is a non-significant information. Fu #3: received quality investigation report. Manufacturer's preliminary comments: based on the first information available, this report described exposure to device contaminated with body fluid, occupational accidental needle stick, bleeding and needle cover defect with suspected device standard needles 27ga long in the 22-year-old female dental assistant. It was reported that the needle cap did not fit, it was very loose and even though a protector card was used and when cleaning the room after procedure, the dental assistant was unscrewing the needle from the syringe when the cap fell off and she stuck herself. The needle was recapped by hand. The needle was contaminated (dirty needlestick). The dental assistant washed her hands and was provided first-aid. The dental assistant and 69-year-old female patient both had to get bloodwork. The results of blood work of dental assistant were fine. The dental assistant was fine and the needle was not bent before the procedure. Quality issue regarding the cap can be considered as a potential root cause. However, it was also reported that the needle was recapped by hand so use error/abnormal use is also considered. Pending quality investigations, no conclusion can be made on the root cause. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the quality investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. Furthermore, tests (holding between cap and hub before use, functional testing) were carried out on the sofic retention samples in order to check the reported problem for the claimed batch. The defect is only observed when unscrewing the needle when the cartridge is present in the syringe. It occurs when a slight pulling force must be applied to the case and the clamping force of the case on the base is not sufficient. The clamping force is directly related to the outer diameter of the hub. A shrinkage phenomenon on the plastic material can lead to a reduction in the external diameter of the hub and thus reduce the clamping force and therefore insufficient holding between cap and hub. The detected issue of insufficient holding between cap and hub seems to be due to the nature of the polypropylene used (transparent hub), even though the root cause of the issue is not confirmed to date. In order to optimize the holding between cap and hub, we switched from transparent to opalescent needle in july 2023. Use error/abnormal use excluded. The occurrence of the received complaints represents a very low amount of reporting (56 cases/19 252 total =0,0029). Based on the performed investigation at this stage we evaluate the residual risk as acceptable. No quality defect (product design performance within specifications). Root cause : nature of the polypropylene used (transparent hub), even though the root cause of the issue is not confirmed to date (use error/abnormal use excluded) CAPA : change in propylene resin.

Manufacturer narrative:
Reprocessed: unk.

Event description:
Uf/importer report #: (B)(4). #1: exposure to device contaminated with body fluid v26.1 (the needle was contaminated & the da poked her finger): from (B)(6) 2024 to, serious - unknown. #2: accidental needle stick v26.1 (the da poked her finger): from (B)(6) 2024 to, serious - unknown. #3: occupational exposure to product v26.1 (the da poked her finger): from (B)(6) 2024 to, serious - unknown. #4: bleeding v26.1 (causing her to bleed): from (B)(6) 2024 to, serious - unknown. #5: needle cover defect v26.1 (needle cap doesn't fit, its very loose; the needle cap comes off): from (B)(6) 2024 to, serious - unknown. Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references (B)(4). This initial serious case report was received on 09-apr-2024 from the dentist via dealer by email. Follow-up #1 was received on 19-apr-2024 via phone. All information was processed together. The report described exposure to device contaminated with body fluid, occupational accidental needle stick, bleeding and needle cover defect with suspected device standard needles 27ga long in the 22-year-old female dental assistant (who got the needlestick), with no medical history, during cleaning an operating room after a restoration procedure. No further information was available regarding the dental assistant. On (B)(6) 2024 , the needle cap did not fit, it was very loose and even though a protector card was used, it was very likely that the needle cap came off and the dental assistant poked her finger, causing her to bleed. When cleaning the room after procedure, the dental assistant was unscrewing the needle from the syringe when the cap fell off and she stuck herself. The needle was recapped by hand. The needle was contaminated (dirty needlestick). The dental assistant washed her hands and was provided first-aid. The dental assistant and 69-year-old female patient both had to get bloodwork. The results of blood work of dental assistant were fine. The dental assistant was fine and the needle was not bent before the procedure. Other information of product: batch: #f11636aa, expiry date: unknown. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Fu #1: additional information regarding the corrective treatment given to dental assistant after needle stick. Manufacturer's preliminary comments: based on the first information available, this report described exposure to device contaminated with body fluid, occupational accidental needle stick, bleeding and needle cover defect with suspected device standard needles 27ga long in the 22-year-old female dental assistant. It was reported that the needle cap did not fit, it was very loose and even though a protector card was used and when cleaning the room after procedure, the dental assistant was unscrewing the needle from the syringe when the cap fell off and she stuck herself. The needle was recapped by hand. The needle was contaminated (dirty needlestick). The dental assistant washed her hands and was provided first-aid. The dental assistant and 69-year-old female patient both had to get bloodwork. The results of blood work of dental assistant were fine. The dental assistant was fine and the needle was not bent before the procedure. Quality issue regarding the cap can be considered as a potential root cause. However, it was also reported that the needle was recapped by hand so use error/abnormal use is also considered. Pending quality investigations, no conclusion can be made on the root cause. Based on the preliminary analysis, pending quality investigation, no CAPA is required.